Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight, event description, & coding corrected.

Event description:
Additional information was obtained, revealing that the initially reported ipg-end of life was reported in error; instead, it was reported that the ipg was replaced via surgical intervention on (B)(6) 2025 to address a low impedance issue causing ineffective therapy/unable to enter MRI mode. Effective therapy was restored post op.